Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.

Event description:
Customer reported that she changed the spirit combo insulin pump transfer set on friday, and on saturday her blood glucose levels rose to 300-350 mg/dl. She reported having eaten "in abundance". Sunday, she awakened very weak. Her husband performed a test and the result was 480 mg/dl. She was taken to a hospital and was hospitalized an undetermined time. No allegation was made against the pump. The pump was not returned or replaced because the customer wanted to continue using it.